Event description:
Reportedly, the pt fainted then brought to the hosp, where it was reported tha the valve came apart. The pt survived. No further info available. No device to be returned for eval.

Manufacturer narrative:
Device not returned.